Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number was found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Information in reference to a clinical trial that involved the merit wrapsody¿ was received. The patient experienced loss of access requiring abandonment and new access creation.